Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a mid urethral sling procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2017, the patient was complaining of pain. The physician conducted an examination and it was found out that there was an exposed mesh in vagina measuring 1x1.5cm. On (B)(6) 2018, the patient underwent an operation to resuture the exposed mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.